Manufacturer narrative:
The surgical table subject of the reported event was manufactured in 1993 and is approximately 24 years old. The surgical table is serviced and maintained by a third-party service provider. A steris service technician arrived onsite to inspect the surgical table. The technician observed that a hand control was not connected to the surgical table. The technician attached a hand control and tested the table and confirmed the unit to be operating properly. The technician utilized the surgical table's integrated auxiliary back-up control switches and confirmed the table to be operating properly; the technician was unable to duplicate the reported event. The surgical table was returned to service and no additional issues have been reported.

Event description:
The user facility reported their surgical table articulated during a patient procedure without being commanded to do so. No report of injury, procedure delay or cancellation.